Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device to treat afs. During the crossover procedure, the helix of the rotarex catheter broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.